Event description:
(B)(4). A vycon company, product code ams-122-1, 84" primary solution set with universal spike, injection site flow regulator and mll approx priming volume-13.08 ml 20 drops/ml-approx, lot# 1104010 and # 1104011. Above product (lot# 1104011) found to be infusing at much faster rate than set. Pt in home reported 250 ml 0.9% ns bag of IV vancomycin 500 mg, set at 250 infused over 20 minutes instead of 1 hour. Nurse sent to home to confirm with another tubing, same lot.